Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator failed to power up and the real time clock was offset therefore the device's event log was not initially obtained. The device's real time clock was reset by use of the toolbox and the event log was obtained by download and upload the error logs to the server. No repair was performed. The unit is not needed for inventory, and it will be scrapped.